Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; none of the buttons were working. The patient's blood glucose at the time of incident is unknown; however, the patient had a recent blood glucose value of 540 mg/dl which she treated via insulin pump therapy. Troubleshooting was declined for the high blood glucose but occurred for the keypad anomaly. The insulin pump was soaked in pool water prior to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act, b and up buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.